Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was removed from the ventilator and placed on an alternate ventilator. Although requested, information regarding the patient outcome has not been provided.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use a patient experienced cyanosis while on an ht70 plus ventilator. Reportedly, the ventilator did not stop ventilating the patient. The customer requests evaluation of the ventilator logs and settings. Although requested, information regarding the intervention taken on the behalf of the patient and the patient outcome has not been provided.